Event description:
To summarize this event, a male patient had a pfo defect closed with an amplatzer cribriform occluder (aco) in 2008 and presented to the hospital recently with difficulty walking and multiple severe systemic embolic events. The vascular surgeons were consulted and confirmed that the patient had a saddle embolism at the level of the aortic bifurcation. The patient¿s leg was unable to be saved and was amputated. Several days later, he went into renal failure and went on dialysis. He then had a significant cva. The aco looked well deployed on tee, although, there was a clot visible on the aco. The implanting physician indicated at implant, the patient did not have a hypercoagulable state, but he never returned for follow-up appointments. It is unknown if the patient followed the six-month recommendation for antiplatelet therapy.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Should additional information become available, aga medical will file a supplement report.